Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The dealer alleged that the wheelchair goes to the right even after the axel casters and forks have been exchanged. MDR filed.